Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was chosen for a procedure using a small flexnav delivery system. During procedure, a pre-dilation was performed with a 20mm non-abbott balloon. After the implant, an aortic stenosis was noted and a valve-in-valve procedure was performed. There was no delay in the procedure. The patient was reported stable.